Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, minor scratches on display window, cracked case at display window corner, cracked reservoir tube window, cracked case at reservoir tube window corner, cracked battery tube threads and stained end cap sticker.

Event description:
It was reported via phone call that the insulin pump had a crack reservoir compartment. The customer is unable to tighten the reservoir and is concern that it can fall out. Customer stated the reservoir is cracked all the way. The customer was advised to discontinue the insulin pump and revert to back up plan. The customer's blood glucose was unknown.